Event description:
It was reported that when the nurse was attaching the extension tubing following insertion of the catheter, it leaked liquid. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2980 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One photograph of two 4 fr two-piece groshong nxt connectors was returned for evaluation. An initial visual observation of the photograph showed some usage residues on the samples in the returned photograph. Both two-piece connectors in the returned photograph were observed to be assembled and the connections appeared to be complete. One sample was observed to contain a segment of a groshong catheter within the distal end of the connector and the other sample was observed to have a silicone injection cap attached to its luer hub. No damage or defects could be seen on either sample in the returned photograph. No evidence was found in the returned photograph to confirm the reported event, and the lack of a returned physical sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. Possible causes of a leak include instrument damage, improper assembly of catheter, and over-pressurization. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when the nurse was attaching the extension tubing following insertion of the catheter, it leaked liquid. It was reported this occurred with two devices. This report addresses the first device.